Event description:
As reported: "broken drill bit during gamma nail distal locking drilling, retained within nail.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received drill shows signs of intense usage. The drill was found to be broken from the shaft region. The cutting edges of the drill are absolutely blunt and severe material deformation and damage can also be seen around it. The breakage surface reveals a partial smooth surface as well as partial plastic deformation. This confirms a ductile overload fracture due to prolonged usage. All these signs are evident enough to suggest that there was an intense usage of the drill including high torsional and bending load which lead to a forced fracture. The critical diameter of the drill was observed to be 4.15mm as required against a range of 4.10mm - 4.20mm. Similarly, the average hardness of the drill was observed to be 53.8 hrc as required against a range of 52.0 hrc ¿ 56.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to a combined torsional and bending overload, evident by the ductile nature of the breakage. Moreover, it was observed that the remaining cutting edges of the drill tip returned were significantly worn and covered with dents; the drill is not sharp anymore. As the device had been in use for quite a long period of time (manufactured in 2010), it can be said that the device had fulfilled its tasks in former surgeries as intended without any problems reported. A review of the labeling did not indicate any abnormalities. The IFU clearly instructs the user that: ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not.¿ if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "broken drill bit during gamma nail distal locking drilling, retained within nail [...]"